Event description:
A surgeon reported a pt experiencing impaired vision following intraocular lens (iol) implant surgery due to a milky iol. The surgeon reported that the pt has undergone a capsular bag lavage which did not improve the visual acuity. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has ben requested.